Event description:
Caller reported an issue related to incorrect time settings on their pump, resulting in a discrepancy of more than five minutes between displayed and actual time. There was no adverse impact to the customer's blood glucose level, with no values reported outside the normal range. Technical support assisted the caller in updating the pump time and provided guidance on monitoring and following up should the time discrepancy recur, which the caller understood and acknowledged.